Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that a wire was protruding from his skin upon removal of sensor due to a sensor failure. Pt was able to pull out broken sensor from his skin with tweezers but pt believes that the tip of the sensor is still in his skin. Pt observes a red spot at site of insertion and tenderness. Pt has not sought medical intervention. Although pt was concerned during his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.